Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. The work order indicates: issue found, fixed and system restored to specification psu board and rf board replaced a psu board and rf board are the root causes of this reported failure. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device serial number on 5-1-2019, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the vapr 3 generator gave a failure code of 100 14 when start up the device. Also, when firing up a failure code power start up 200 24. The wire of footswitch was damaged. This is j&j sample, it will be repaired in china cts, not return to opoc.